Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted for a gastrointestinal workup due to downward trending hematocrit and hemoglobin levels. The patient had multiple colonic arteriovenous malformations. The bleeding was likely in the setting of supratherapeutic inr to 5.7 on admission. The patient received 3 units of packed red blood cells, hematocrit and hemoglobin levels stabilized, inr was 1.8 on (B)(6) 2017, and there was no further bleeding. No further information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.